Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to an excessive pressure alarm - however, the further event of "pressure column was a blackout" could not be confirmed, nor reproduced. The cause of the excessive pressure alarm could not be further presumed from the information acquired for this investigation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, after startup the high flow insufflation unit pressure column is blank and there¿s always an overpressure alarm. The event was found during inspection before use. The intended procedure was diagnostic regular maintenance. The procedure was completed using another device. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of the measured pressure column blackout was not confirmed. The allegation of excess pressure alarm was confirmed. It was determined the measure value was larger than the set value with excess pressure alarm, due to a faulty control board failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.